Event description:
It was reported that the customer went to the emergency room and was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 323 mg/dl. Caller stated that they were changing basal rates so much that the customer ended up in the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.